Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification and the device displayed an "open air discharge" message. Complainant indicated that there was no pt involvement in the reported malfunction.